Manufacturer narrative:
Device was used for treatment, not diagnosis. The additional evaluation states that the complaint bending pin has traces of corrosion. It is indicative that these deposits have formed by residues after cleaning and sterilization process. The traces can be removed mechanically. Regarding rust it can generally be said that all materials, also known as stainless steels, are only partially resistant to rust. The rust resistance applies only when the material is dry and free mounted contact with other metal objects. All metallic contacts in damp or wet conditions produce electrolytic reactions with contact and therefore corrosion as a result. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on an unknown date, it was noted that the threaded bending pin had corrosion on the shaft region. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.